Manufacturer narrative:
A complaint investigation was conducted for the alinity I total b-hcg reagent, lot 71475ud01. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with the complaint lot. The overall performance of alinity I total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. Review shows the median patient result for the lot is within established limits and comparable to other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue. Based on the investigation, there is no systemic issue or deficiency of the alinity I total b-hcg reagent, lot 71475ud01.

Event description:
The customer reported false positive alinity I total b-hcg generated from alinity I am processing module and provided the following data: sample ID (B)(6) initial result was 115 miu/ml (positive) and repeat result was 2.3 miu/ml (negative). Patient information: 37-year-old female. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p51-77 that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k/PMA/bla number k170317. A1 patient identifier: complete sample ID is (B)(6).

Event description:
The customer reported false positive alinity I total b-hcg generated from alinity I processing module and provided the following data: sample ID (B)(6), initial result was 115 miu/ml (positive) and repeat result was < 2.3 miu/ml (negative). Patient information: 37-year-old female. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.